Manufacturer narrative:
Estimated based on aware date of (B)(6) 2019. Device is a combination product.

Event description:
It was reported that during a procedure involving a 2.75x28mm promus premier stent, a dissection occurred.